Event description:
End-user reported a rash located under tape collar two (2) weeks, but there is no rash evident under wafer's mass, that began after ten (10) radiation treatments. It is also reported that the same product was used for ten (10) months with no redness.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user changes wafer three (3) to four (4) times over the last two (2) weeks. End-user was recommended the use of nystop powder topically with every appliance change on the rash every three (3) to four (4) days, by ostomy nurse (B)(6); (B)(6) hospital. End-user reports that skin is red and intact. End-user reported the use of the following products for skin care: unisolve adhesive remover; dove sensitive soap; washes with water and rinses; s and n sealer; then applies powder followed by brava barrier spray. End-user was instructed in proper skin care and is willing to try a solid barrier wafer as suggested by convatec's nurse. Medical and regulatory statements have been reviewed. Skin discomfort complaint issues were investigated based on the following requirements: an assesment of the baseline complaint sate; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy patients and/or health care provider is consistent with the conditions that ostomy patients experience as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. Adverse event monitoring will continue to be performed. A returned sample was not expected for this complaint.